Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided (B)(6) device evaluation: lens remained implanted into the patient's eye and the pcb00 insertion device was discarded. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery, an intraocular lens(iol), model pcb00 was prepared normally according instructions. No abnormalities on preparation. During the implantation surgeon noticed that trailing haptic was straight, not folded inside optic. Haptic was stuck between rod and cartridge tip. Surgeon manipulated carefully with forceps in order to release the trailing haptic and placed the lens in bag normally. Iol centered normally and no complications occurred. No extra interventions needed. Patient will be checked by surgeon in routine post op. All the information available were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.